Event description:
The customer reported the system displayed a communication failure error and would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The single board computer upgrade kit and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.